Event description:
The needle became detached from the hub as the physician was inserting the syringe into the patient during a thoracentesis. Fluid sprayed throughout the room. The first incident occurred in mid (B)(6) and a subsequent event occurred three days later. An allied health professional was involved in the second incident. Both safe-t-centesis catheter drainage trays were from the same lot number.